Manufacturer narrative:
Non-health care professional please note that while the device manufacturer received portions of this event's information in the past, the information was deemed to be not reportable based on criteria in effect at that time. The previous information is being provided with this event to fully establish event context, particularly given the lack of specific information reported and inability of the physician's office to locate event records from the event time frame. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's spouse reported that there was a defect resulting in replacement. Follow-up with the physician's office did not yield any additional relevant information. The device manufacturer had previously received information that the patient had received three shocks, including two while sitting in a chair at home and one while the patient was hooked to a monitor in the emergency room. The patient was in normal sinus rhythm during this third shock. Runs of short intervals were also noted. No lead fracture was noted on x-ray, and noise could not be reproduced with pocket manipulation. Two days later the device and lead were replaced. No further patient complications have been reported as a result of this event.